Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that there was rv oversensing during the explant procedure of the pacemaker. The lead was capped. Patient was not pacer dependent and no adverse patient events were recorded. A new lead was placed without complication.